Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery for right hydrocele." The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an inguinal hernia. A bard flat mesh (marlex), reference number (B)(4) and lot number husd0776 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an "additional surgery for right hydrocele." It is alleged by the attorney, the bard flat mesh (marlex) used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an inguinal hernia. A bard flat mesh (marlex), reference number (B)(4) and lot number husd0776 was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an "additional surgery for right hydrocele." It is alleged by the attorney, the bard flat mesh (marlex) used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes ¿the lipoma of the cord was excised and the hernia sac contents were reduced into the abdomen. Then a bard flat mesh was cut to shape and sewn in place using sutures.¿ (B)(6) 2010 - patient was diagnosed with right hydrocele thereby underwent open repair. (There was no visualization/mention of bard flat mesh). Attorney alleges that the patient had pain, loss of testicle, nerve damage and emotional injuries. It is also alleged that patient had unable to have sexual intercourse and right hydrocele.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery for right hydrocele." The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of bard flat mesh, patient was diagnosed with swelling thereby underwent repair. Updated fields: a2, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.